Event description:
It was reported the epiq 7g ultrasound system was not available for a vascular procedure within the cath lab. The system shutdown and displayed an error code. The system was exchanged to complete the procedure. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
The service engineer replaced the ebox and transferred all the boards from the old ebox to the new ebox, to address the customer's immediate concerns. A thorough investigation was performed to determine the cause of the reported issue. The system logs and the ebox were evaluated, and the reported issue was unable to be reproduced. The system has returned to service with no similar issues reported.